Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition (failure to deploy the suture) could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The other seven proglide devices, referenced are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that vessel puncture closure was attempted using eight proglide devices relative to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, suture failures occurred in all eight proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.